Event description:
It was reported that the previous year, the patient walked through a metal detector and it caused the patient to fall and black out. It was noted that patient¿s device was turned on during the incident. It was reported that the device was on and working fine after the incident and the patient had the healthcare provider (hcp) to confirm. It was also reported that the patient were affected by microwave ovens, x-ray machines, satellite dishes, cop radios and walkie talkies. It was noted that the patient was homebound because of the device. It was also noted that the patient maybe having a battery change on the left side of chest because it was time to change the battery. See manufacturing report # 3004209178-2013-11136. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostimulator: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2000. Product type: lead: product ID 3387-40, lot# l59849, implanted: (B)(6) 1999. Product type: lead: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension. (B)(4).